Event description:
It was reported the pt experienced a fall and since has experienced urinary incontinence. The pt went to the emergency room and the on-call neurosurgeon believes the issue was caused by the scs system. The pt's physician was going to refer the pt to a neurologist. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.